Event description:
The customer reported that the patient suffered a burn to the lower corner of the mouth during a tonsillectomy procedure. The burn was not identified until the following morning.

Manufacturer narrative:
(B)(4).the return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.